Event description:
Information identified in the manufacturer's database indicated the patient is deceased, and died approximately (B)(6) month post the implant of a single chamber implantable pulse generator (ipg) system. The pacemaker is a competitive product.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information have been unsuccessful. A cause of death was requested and was not received.